Event description:
"On (B)(6) 2013 the ssu representative at (B)(6) reported that during a ecc procedure, the cardioplegia side of the hcu 30 serial number unknown had a pressure sensor defect, so the user decided to use the main side for heating/cooling. Halfway through the procedure, the main side stopped circulation and the green led on the front panel was lit. (B)(4).

Manufacturer narrative:
(B)(4). The device was evaluated by the ssu and the cardioplegia pressure sensor was replaced. (B)(4).